Event description:
It was reported that the user consumed a high-carbohydrate meal and attempted a larger-than-usual meal announcement on the ilet, yet the device data showed no recorded meal announcement and blood glucose measured 348 mg/dl. The user stated the meal had been completed less than 30 minutes prior and planned to re-enter the meal announcement. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing device use. Investigation included review of synced device data and the bionic report. Investigation of this case revealed no recorded meal announcement at the time of the event, consistent with a missed / delayed meal entry rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement omission leading to hyperglycemia.